Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer cleared the alarm and resumed insulin therapy. There was no adverse impact to the customer's blood glucose.